Event description:
During a total gastrectomy procedure, the instrument would not fire. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in e1 address and phone #), d9 and f5. Device evaluation indicated and codes entered in h3 and h6.